Manufacturer narrative:
A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer reported problem was confirmed.

Event description:
Lvp bezel post recall 2017. Bezel assy- damage - unspecified. Case rear- damaged/cracked.ail sensor assy- damaged/cracked. Iui- corrosion. No fault found. (B)(4). Replaced rear case housing assy and bezel assy was contamination. Replaced ail sensor assy was damaged housing and iui connector assy was corrosion. (B)(4).